Event description:
It was reported to baxter that the tubing near the junction of the blue winged cap and luer lock had broken off of one (1) ce intermate lv100 device before use. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "tubing near the junction of the blue winged cap and luer lock had broken off " was confirmed; visual examination of the unit found a damaged luer post. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release.